Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
User facility reported that the device was in use with patient (time in use not reported). According to reporter, the device would not allow sufficient ventilation. According to reporter, an emergency re-intubation was performed. Additional information has been requested regarding patient outcome and not rec'd at this time. No permanent adverse effects reported.